Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a cerebrovascular accident. It was reported that the account informed the bwi representative that the patient had a stroke post-operatively, possibly overnight. This was the first time the octaray catheter was used for the case and an stsf fj curve ablation catheter was used. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Manufacturer's reference number: (B)(4).